Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material is available as the patient discarded the product.

Event description:
It was reported that between (B)(6) 2018 and (B)(6) 2019 the soft cannula slipped out of the customer's skin on several occasions during night leading to too high blood glucose levels (up to approx. 20 mmol/l).